Event description:
Customer reported using the tria blue light acne device to "spot treat" a problem area and subsequently developed a "darkened skin area."

Manufacturer narrative:
Device not returned for evaluation. Will continue to monitor customer status.